Event description:
It was reported the patient was not receiving effective stimulation. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the lead was explanted and replaced. The patient reported effective therapy postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.